Event description:
It was reported by service report that the fowler cylinder was leaking and would not go all the way down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler. Manufacturer investigation is still ongoing: if additional information is received, a follow-up report may be submitted.